Manufacturer narrative:
Evaluation summary: a visual inspection was carried out on the device and a twist was detected in the middle of the balloon. The tactile inspection did not report any other abnormalities on the device. An attempt to advance a 0.018¿ from the tip to the hub was made, but it failed because the guide wire stuck in correspondence of the twisted point in the balloon. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the test passed since no bubbles emerged in the water column. Afterwards, the balloon was inflated sequentially at: - 3 bar: the balloon kept showing pronounced wrinkles in the middle of the balloon. - 7bar: the balloon showed wrinkles and the twist on the guide wire lumen was detected, in correspondence of the twisted point on the balloon. - 14 bar: the balloon is fully inflated but the wrinkles are still visible. The twist on the guide wire lumen was clearly visible. Then the balloon was deflated but visible wrinkles remained on the balloon surface. The root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. Operational context caused or contributed to event.

Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to treat a cto (chronic total occlusion-100%) lesion in the left mid popliteal using in.pact pacific paclitaxel eluting balloon catheter. The lesion was little calcified and vessel non tortuous. It was reported that during inflation the dcb had inflating problem with a twist in the middle. Another balloon was used to complete the procedure. No patient injury or other sequelae were reported for this event. Patient was good post procedure. "Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.